Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information for patient information; patient identifier - multiple = (B)(6). There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated architect total b-hcg results on two patients. The results provided were: (B)(6) on (B)(6) 2018 initial = 66.31 miu/ml / new sample 3 days later = negative; repeat testing on the original sample = negative; on (B)(6) 2018 (B)(6) ((B)(6) year old female) initial = 369.43miu/ml / repeat testing on (B)(6) 2018 = <1.20miu/ml. There was no reported impact to patient management.

Manufacturer narrative:
The customer reported a falsely elevated result when tested with architect total b-hcg, lot number 76054ui00. A review of tickets found 6 complaints for lot 76054ui00 for discrepant results, however no trends were identified for the issue for the product. Return testing was not completed as returns were not available. Lot 76054ui00 expired in april 2018, therefore performance testing could not be completed. Historical performance in the field of architect total b-hcg reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 76054ui00 is comparable with all other lots in the field and confirms no systemic issue for the lot. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for the architect total b-hcg, lot number 76054ui00. Suspect medical device; 4. Lot # - from 78132ui00 expiration date 06/30/2018 to 76054ui00 expiration date 04/21/2018.